Manufacturer narrative:
4 of 5 reports. Device is not available to manufacturer.

Event description:
It was reported in a clinical trial that a procedure was done to treat a right internal carotid artery-ophthalmic (c6 segment) intracranial aneurysm with flow diversion. The procedure was completed with successful implantation of the flow diverter and complete coverage of the target aneurysm with no device deficiencies noted. The next day post procedure, the patient had some expressive aphasia. This was reported to be resolving spontaneously but caused the patient frustration and anxiety. This event was reported by the site as related to the flow diverter, catheter, guide wire, subject micro catheter and balloon catheter.

Event description:
It was reported in a clinical trial that a procedure was done to treat a right internal carotid artery-ophthalmic (c6 segment) intracranial aneurysm with flow diversion. The procedure was completed with successful implantation of the flow diverter and complete coverage of the target aneurysm with no device deficiencies noted. The next day post procedure, the patient had some expressive aphasia. This was reported to be resolving spontaneously but caused the patient frustration and anxiety. This event was reported by the site as related to the flow diverter, catheter, guide wire, subject micro catheter and balloon catheter.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that post procedure the patient feels that they have had some expressive aphasia after the procedure. They state that it is still present and getting better with time, but can cause frustration and anxiety. The procedure was completed successfully and without delay. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to as reported 'patient neurological deficit' for this complaint..